Manufacturer narrative:
Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
During the service evaluation of the device the manufacturers service technician noted a (24v, +12v, -12v, or power fail failure) power fail occurence in the diagnostic history log. The customer did not reporte the occurrence when it took place. The manufacturers field service engineer (fse) replaced the power supply to address the problem. The manufacturers fse completed performance verification testing and all tests passed to operating specifications.